Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 07aug2019. The manufacturer¿s international service technician confirmed the reported pressure accuracy issue. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The customer returned da board was installed in an failure investigation (fi) test ventilator. The pressure accuracy test was executed and failed due to small offsets of the proximal and machine pressure sensors. However, when manually calculating the auto-zeroed pressure readings both machine and proximal pressure sensor were found to be within specification. No failure was found. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician noted that the unit failed the pressure accuracy test (pvt test 4). There was no patient involvement.